Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer discovered questionable troponin t stat results had been generated for three patient samples when the doctor called the lab on (B)(6) 2015 and suspected the results were erroneous. Patient 1 initial result was 0.38 ng/ml and the repeat result was <0.01 ng/ml. Patient 2 initial result was 0.23 ng/ml and the repeat result was <0.01 ng/ml. This patient was (B)(6) year old male with a birthdate of (B)(6) 1943. Patient 3 initial result was 0.12 ng/ml and the repeat result was <0.01 ng/ml. This patient was (B)(6) year old male with a birthdate of (B)(6) 1965. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer was not aware of any adverse events. The reagent lot number was 18746100 with an expiration date of 08/31/2016. The field service representative was unable to find a cause. He ran assay performance checks which were within specification. The customer pulled and retested 10 patient samples for troponin result and the repeat results matched the original.

Manufacturer narrative:
Based on the provided information, a specific root cause could not be identified.